Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/22/2024.

Event description:
Healthcare professional called to report right side capsular contractures, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional called to report right side capsular contractures, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional called, to report right side capsular contractures, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional called to report right side capsular contractures, baker grade IV. Device was explanted and replaced.